Event description:
It was reported that during use with bd preset¿ arterial blood collection syringe the device was discovered to be cracked. The patient was recollected. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6)2023, according to the doctor's advice, blood sampling artery blood gas analysis was given to the patient, and the oxygen of the patient's finger pulse was 91% at that time. The needle body was found to be cracking successfully in blood collection, which could not be sent for examination and testing. The patient was reported to the doctor immediately, and the blood was collected again, and the patient was given bedside psychological care, which alleviated the pain of repeated blood collection without causing adverse effects

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked cannula. Bd was not able to identify a root cause for the indicated failure mode.